Event description:
It was reported that customer was hospitalized, due to high blood glucose and ketones. Troubleshooting was performed on the insulin pump and the self test passed, however, when priming the insulin pump, insulin did not exit. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.